Manufacturer narrative:
Asku

Event description:
It was reported that the patient came into the office due to patient alert tones for out of range impedance. The caller stated that the pacing lead impedance reported an observation text as 1680 ohms although the lead impedance trends only showed highest as 1296 ohms. It was further reported that cross talk seemed to be occurring with the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Highest weekly trend for right ventricular pace impedance is 1296 from the week of (B)(4) 2010. A recent daily value of 1680 ohms was recorded on (B)(4) 2010. The weekly value corresponding to that daily value has not yet been added to the weekly trend. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into the office due to patient alert tones for out of range impedance. The caller stated that the pacing lead impedance reported an observation text as 1680 ohms although the lead impedance trends only showed highest as 1296 ohms. The lead remains in use. No patient complications have been reported as a result of this event.